Manufacturer narrative:
Patient date of birth unavailable.

Event description:
During a cardiac lead extraction due to pocket infection, a glidelight device was in use. According to report, the patient sustained a tear from the left svc to the left innominate vein. Surgeon successfully repaired the tear and patient survived the procedure.